Event description:
Caller states the pt tested 2.2 inr on the coaguchek xs system and 3.5 inr on a comparison lab. No treatment info provided. No adverse event reported. Requested return of suspect system, however, strips are unavailable for return.